Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a lobectomy, when the device was loaded for the third firing, while checking the opening and closing of the jaws, the jaws moved to the left and right unexpectedly and stapling was done. An element popped out from the articulation part of the reload. Another adapter was tried to be used but after calibration, the tip of the adapter protruded more than usual and the cartridge could not be connected. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a lobectomy, when the device was loaded for the third firing, while checking the opening and closing of the jaws, the jaws moved to the left and right unexpectedly and stapling was done. An element popped out from the articulation part of the reload. Another adapter was tried to be used but after calibration, the tip of the adapter protruded more than usual and the cartridge could not be connected. Competitor's device was used to complete the case. There was no patient injury.